Event description:
Stetn was unable to be advanced over a .035 guide wire. The undeployed stent would only advance 20cm over the guide wire and then it became stuck. The stent was removed and a second stent was used without difficulty.